Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows 01 maxcore device was visualized half of the open package. The second photo shows 01 maxcore device covered with needle protector kept outside of the package. The third photo shows 01 maxcore device in full primed position kept in the half of the open package. The product labelling information in all three photos which does match and verifies with tw. No other visual anomalies are observed. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a computed tomography guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, it was reported that the outer cannula of the device failed to fire. It was further reported that the firing button was a bit stuck but still could be pressed. No coaxial needle was used, and the procedure was completed using another device. There were no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a computed tomography guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, it was reported that the outer cannula of the device allegedly failed to fire. It was further reported that the firing button was a bit stuck but still could be pressed. No coaxial needle was used, and the procedure was completed using another device. There were no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.